Event description:
A malfunction was reported by the customer, identified as malf 16, which required the replacement of the pump. The details did not provide clear information on any adverse impact on the customer's blood glucose level, as the customer declined to answer whether it exceeded 500 mg/dl. Corrective actions included replacing the pump, and the customer was informed to use multiple daily injections (mdi) as a backup therapy. The customer confirmed the shipping address, allowed the battery to deplete before transport, and was instructed to return the malfunctioning pump to tandem within 10 days using the provided pre-paid label and return box.